Event description:
It was reported that the customer had insulin delivery issues occur with their insulin pump. Customer's blood glucose level was reported at 420 mg/dl. The customer stated that their high blood glucose levels were treated by manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.